Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eleven months later, the patient complained of a chronic abdominal pain. After one year and three months, angiogram showed complete massive thrombosis of the infrarenal inferior vena cava, right iliac, femoral, and popliteal veins. The thrombus extended superiorly to the level of the inferior vena cava filter. On the next day, angiogram showed minimal thrombus in the inferior vena cava filter. Angioplasty of the inferior vena cava was performed. Repeat venography showed further improvement in the luminal size of the inferior vena cava and brisk flow was present through the filter. Angioplasty of the left common iliac vein was performed followed by mechanical thrombectomy with angiojet device. Repeat venography demonstrated continued complete occlusion of the left common iliac vein and repeat angioplasty of the left common iliac vein was performed. Progress angiography demonstrated initiation of an irregular flow in the left common iliac vein. Occlusive thrombus in the inferior vena cava and inferior vena cava filter was seen. Angioplasty of the thrombus in the inferior vena cava was again performed. Repeat venography demonstrated reinitiation of flow in the inferior vena cava with moderate amount of residual thrombus along the inferior left lateral wall of inferior vena cava. After seven months, the patient had acute exacerbation of back pain and right lower back pain was worse. After two years and one-month, computed tomography of abdomen without contrast showed that was an inferior vena cava filter in place. The superior tip of the inferior vena cava filter was located 2.0 cm below the lowest margin of renal vein. The inferior vena cava filter had the tip contacting the anterior wall and the anterior wall of the filter projects anterior to the wall of the inferior vena cava. The longest struts of the inferior vena cava filter were extending beyond the lumen of the inferior vena cava, a right-sided strut appeared thick and completely extraluminal. A posterior strut was extraluminal and extended into the anterior right margin of the l3 vertebral body with localized sclerosis within the vertebral body. There was a relative normal alignment of the filter relative to the cava without significant tilt. Filter struts were intact without bending, fracture or inferior vena cava perforation. Contracted appearance of the inferior vena cava from the level of the filter extending inferior. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava with one strut extending into a lumbar vertebra. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.